Event description:
It was reported that a patient had a damaged transfer during use. It was observed that the tubing near the twist clamp was broken and the transfer set was replaced. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h10e24064 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a patient. It was reported that the patient used antiseptics alcohol-based solution for treatment of transfer set tubing at home. The patient was informed about how it is prohibited to directly expose the device to antiseptic solutions containing stress cracking agents such as hydrogen peroxide, alcohol or antiseptic agents containing alcohol. It was reported that the patient had additional training about the treatment of the tubes. From the time of this report, the patient started to use only alcohol free disinfectant for treatment of tubes. A primary cause of the cut tubing was due to use error from using an alcoholic solution. The transfer set direction sheet states the following, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.